Manufacturer narrative:
The reported event could be confirmed. The device inspection revealed the following: the tip of the returned screwdriver blade is indeed completely broken / torqued off during screw insertion. The cracks which are clearly evident indicate that high applied forces led to a strain hardening / embrittlement of the material which finally resulted in the breakage (over time). The root cause of the failure was repeated powerful dynamically overload during use. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to be user related. The failure was caused by too high mechanical force during screw insertion. If any further information is provided, the investigation report will be updated.

Event description:
The driver was broken when the axsos proximal screw was replaced. Screw head and driver locked. I couldn't remove the broken driver's tip. The wound was closed while leaving it in the patient's body.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The driver was broken when the axsos proximal screw was replaced. Screw head and driver locked. I couldn't remove the broken driver's tip. The wound was closed while leaving it in the patient's body.